Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a0706. Annex g: g02002. Annex b: b01. Annex c: c02. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu unit had a system error was confirmed through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Testing was conducted in accordance with service bulletin (B)(4). The battery conditioning procedure was used to evaluate the charging circuitry of the suspect pcu and the condition of its battery. The pcu was plugged into ac power and was powered on in maintenance mode. The optimal battery conditioning test was selected. Battery conditioning successfully completed. The results showed the old capacity as 3400 mah, the new battery capacity was noted as 3796 mah which is within specification. Testing was completed as shown in figure 1. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and retorque screws as required. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.